Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date, following treatment for a type ii endoleak, CT scans revealed that the talent stent graft had migrated distally, resulting in a type ia endoleak. In addition, the aneurysm was measured to be 5.5 cm in diameter. The physician stated that the migration and subsequent type ia endoleak were due to disease progression of the proximal aortic neck. The physician used another manufacturer's anchors to secure the stent graft and prevent further migration. Another manufacturer's cuff was used to resolve the endoleak, with 4 more anchors placed in the cuff to secure it. The endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.